Event description:
Finding holes in the fluid warmer drapes, creating infection control concerns in surgical setting. Microteck med drapes ors-300 and ors-320. Diagnosis or reason for use: the drapes line the fluid warmers in the surgical setting.